Event description:
The cordis clinical study registry reported that a patient died 24 days after receiving two cypher stents in the proximal left anterior descending coronary artery. The vessel was described as 2.75 x 41mm long, de novo, irregular with a type c classification and 90% stenosis. The vessel was predilated with an unk 2.5 x 6mm balloon and the first cypher was deployed at 14 atms. Post dilatation was not conducted. The second cypher was deployed at 14 atms and post dilated with an unk 3.0 x 12mm balloon at 16atms. It was reported that there was now flow during deployment of this stent and the patient developed ventricular fibrillation that was defibrillated and intra aortic balloon pump was started. The lesion was re-crossed and another stent was deployed. Post procedure stenosis was zero. The patient was electively ventilated and inotropic support was started. One week later the patient was discharged on aspirin, clopidogrel, statins and ace inhibitors and oral anti diabetics. Fifteen days after discharge, the patient with shortness of breath, acute left ventricular failure and desaturation. The patient subsequently went into cardiac arrest and asystole. Cardiopulmonary resuscitation was unsuccessful. Cause of death was congestive heart failure.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of two products involved in the same patient reported under manufacturing numbers 9616099-2008-00139 and 9616099-2008-00140. Additional information will be submitted within thirty days upon receipt.